Event description:
It was reported that a patient presented to the clinic after experiencing dizziness, chest pain, and palpitations. Upon interrogation, it was noted that there was a high ventricular rate (hvr) episode from (B)(6) 2022 as a result of right ventricular lead noise. The noise was not reproducible with isometrics. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.